Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5074190.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted in the patient on (B)(6) 2017. According to the complainant, during a two week follow up appointment, it was noticed that the sling was being "expelled" by the patient. The sling was explanted on (B)(6) 2017. The patient's current condition was reported to be good.